Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited over-sensing noise and delivered inappropriate therapy. No intervention was performed and device is being monitored. Patient condition was unknown.